Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA. Upon further investigation of the reported event, the following information is new and/or changed: (B)(4). Visual inspection was performed on the actual sample upon receipt, during which the distal end of the v-cutter was found to be broken, burned and melted. All product is thoroughly inspected and tested for functionality and performance with inspection for v-cutter mechanism, prior to packaging. It is likely that the reported event was due to the v-cutter being broken and the electric path for high frequency current was exposed. It is unknown how the v-cutter was damaged; damage may have come from user handling of the unit. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Results - results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, the endoscopic vein harvester melted. Smoke was observed in the leg when the device was pulled out from the stab area and a wire was noted to stick out. There was a 30-minute delay in continuing the case. Product was changed out. Procedure was completed successfully.